Event description:
Medtronic received information regarding a pipeline vantage (ped3) that had post-operative foreshortening and in-stent stenosis. The patient had the pipeline implanted to treat an unruptured saccular aneurysm in the left internal carotid artery (ica) clinoid segment. The aneurysm max diameter was 5mm and the neck diameter was also 5mm. The distal landing zone was 3.5mm and the proximal landing zone was 4.5mm. Vessel tortuosity was moderate.  It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was delivered to the intended location. Angioplasty was done at the end of the procedure to ensure complete apposition of the pipeline and it was noted that the pipeline was placed correctly with good apposition observed along the entire device at the end of the procedure. At the 1-year follow-up appointment, severe intra-stent stenosis was observed and the pipeline seemed shorter. The site noted the change in pipeline position was caused by stenosis. There was no noted associated patient injury. Additional information received reported no symptoms or any complication were associated with the fish mouthing. It was noted that the patient would be retreated with a braided stent in order to open the stenosis. The retreatment was necessary due to the intrastent stenosis that the pipeline vantage has one year after its used. The lumen of the artery was dramatically reduced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.